Manufacturer narrative:
Additional information received reported that an invention was performed by placing another endurant bifurcated stent graft and limbs bilaterally. The final angiogram showed no endoleak. Film evaluation summary: review of several (5) still non-contrast CT slices confirmed that the patient had been implanted with an aneurx stent graft system. Lack of scale on the films did not permit any measurements to be performed. The bifurcate was positioned within the top and anterior portion of the aaa sac; the location of the bifurcate relative to the renal arteries could not be assessed. The images were non-contrast; however, it is likely that there was a proximal type I endoleak. The infrarenal neck was angulated ~60 deg to the distal aorta. No other obvious stent graft issues were seen. The cause of the migration leading to the proximal type I endoleak could not be determined. Pre-implant anatomy is unknown, and earlier post-implant films were not available for review. It appears likely that proximal neck disease progression and/or morphology changes due to neck angulation contributed to the events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneu rysm. Aortic neck diameter at the renal arteries at the time of the index procedure was 21 cm, 19 mm in length, and with 25 degree angulation. It was reported that the patient presented for a scan for kidney stones. A non-contrast CT revealed that the aneurx bifurcated stent graft has a migrated distally approximately 3.5 cm below the lowest renal artery with a proximal type I endoleak present. Currently the aortic neck diameter is 26 mm, aortic neck length is 16 mm, aortic neck angulation is 45 degrees and the abdominal aortic aneurysm is 7.2cm in diameter. Per the physician, the cause of the event was related to the patient¿s anatomy; disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient will be monitored by the physician.